Manufacturer narrative:
Initial.

Event description:
It was reported that a user started a freestyle libre 3 plus sensor in the abbott app and observed glucose readings on the phone but not on the ilet; the user was educated to start the sensor within the ilet mobile app to resolve the issue, which aligned with a use-related procedural error rather than a device malfunction. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem attributable to an improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.